Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on 11/10/2025, the patient experienced headaches, stomach aches, sleepiness and was feeling unwell. The cgm was reading low (less than 40 mg/dl). Based on the cgm reading, the patient ate but became ill. The patient took a fingerstick measurement herself at the time of the symptoms and the blood glucose reading was 400 mg/dl while the cgm was 45 mg/dl. The patient¿s mother took the patient to the hospital. At the hospital the patient self- treated with insulin via pump manually and the hospital staff provided unspecified pain medication. The patient was discharged from the hospital after a few hours. At the time of the report the patient was still experiencing headaches and feeling sleepy but back at home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.